Manufacturer narrative:
The reported device was received for evaluation. A visual inspection performed found a damaged lid. A functional evaluation revealed the unit presents an f4 fault and alarm tone on power up. No smoking or heat related issues occurred in testing. The unit has an f4 fault thus it cannot be activated past turning on into the error. The unit was opened and found no issues or signs of overheating/burning/arc damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the quantum 2 controller was showing an f4 error message, and it was on fire, smoking, and emitting a bad smell. It is unknown whether the event occurred during surgery, if there was patient involvement, or if a back-up device was available. There was no surgical delay, and no further complications were reported.